Event description:
It was reported that during cleaning the device was noted to have a damaged receiver. When connected to the evac the unit produced smoke. No harm or delay were reported to have occurred. No other adverse events were reported along with this.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged receiver. While connected to the evac it populated an electrical short and smoke during the wash cycle and the receiver melted. The receiver was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.